Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. "Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon." 1074 = "l". 2199 = "nl".

Event description:
It was reported that there was damage to balloon of the catheter but no pieces were reported missing. Per additional information: the catheter was inserted into the patient in the operating room on (B)(6) in 2016. The next day, the patient alleged that he/she heard a bursting sound. The nurse went to the patient's room, and checked the catheter . While checking the device, the nurse noticed the catheter had not malfunctioned, but the tape had fallen off the bed. An hour later, when the patient was walking the catheter fell out with a deflated balloon . The catheter was inspected and the user confirmed that the balloon had been damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was damage to balloon of the catheter but no pieces were reported missing. Per additional information: the catheter was inserted into the patient in the operating room on (B)(6) 2016. The next day, the patient alleged that he/she heard a bursting sound. The nurse went to the patient's room, and checked the catheter . While checking the device, the nurse noticed the catheter had not malfunctioned, but the tape had fallen off the bed. An hour later, when the patient was walking the catheter fell out with a deflated balloon . The catheter was inspected and the user confirmed that the balloon had been damaged.